Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("excessive uterine bleeding"), systemic lupus erythematosus ("systemic lupus erythematosus"), rheumatoid arthritis ("rheumatoid arthritis") and optic neuritis ("optic neuritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), depression ("severe depression") and trigeminal neuralgia ("trigeminal neuralgia"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, optic neuritis, depression and trigeminal neuralgia outcome was unknown. The reporter considered depression, optic neuritis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, trigeminal neuralgia and uterine haemorrhage to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("excessive uterine bleeding"), genital haemorrhage ("unusual bleeding"), systemic lupus erythematosus ("systemic lupus erythematosus / lupus"), rheumatoid arthritis ("rheumatoid arthritis") and optic neuritis ("optic neuritis") in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, fatigue, cyst, rheumatoid arthritis and trigeminal neuralgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("unusual menstrual cycles"), abdominal pain lower ("cramping") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), depression ("severe depression"), alopecia ("hair loss"), migraine ("migraines") and tooth loss ("tooth loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), trigeminal neuralgia ("trigeminal neuralgia"), eye pain ("eye pain") and muscular weakness ("muscle and limb weakness"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, optic neuritis, depression, trigeminal neuralgia, eye pain, alopecia, migraine, weight increased, tooth loss, fibromyalgia and muscular weakness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, eye pain, fibromyalgia, genital haemorrhage, menstruation irregular, migraine, muscular weakness, optic neuritis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, tooth loss, trigeminal neuralgia, uterine haemorrhage and weight increased to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received: previously reported events abdominal pain, menstruation irregular, genital haemorrhage, abdominal pain lower, pelvic pain outcome updated from unknown to not recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("excessive uterine bleeding"), genital haemorrhage ("unusual bleeding"), systemic lupus erythematosus ("systemic lupus erythematosus / lupus"), rheumatoid arthritis ("rheumatoid arthritis") and optic neuritis ("optic neuritis") in a female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, fatigue, cyst, rheumatoid arthritis and trigeminal neuralgia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), depression ("severe depression"), trigeminal neuralgia ("trigeminal neuralgia"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), menstruation irregular ("unusual menstrual cycles"), abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain"), tooth loss ("tooth loss"), fibromyalgia ("fibromyalgia") and muscular weakness ("muscle and limb weakness"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, optic neuritis, depression, trigeminal neuralgia, eye pain, abdominal pain, menstruation irregular, abdominal pain lower, alopecia, migraine, weight increased, tooth loss, fibromyalgia and muscular weakness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, eye pain, fibromyalgia, genital haemorrhage, menstruation irregular, migraine, muscular weakness, optic neuritis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, tooth loss, trigeminal neuralgia, uterine haemorrhage and weight increased to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs+mr received: new events: abdominal pain, menstruation irregular, genital haemorrhage, abdominal pain lower, alopecia, migraine, weight increased, tooth loss, fibromyalgia, muscular weakness, eye pain were added, reporter, concomitant diseases, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("excessive uterine bleeding"), genital haemorrhage ("unusual bleeding"), systemic lupus erythematosus ("systemic lupus erythematosus / lupus"), rheumatoid arthritis ("rheumatoid arthritis") and optic neuritis ("optic neuritis") in a female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, fatigue, cyst, rheumatoid arthritis and trigeminal neuralgia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), depression ("severe depression"), trigeminal neuralgia ("trigeminal neuralgia"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), menstruation irregular ("unusual menstrual cycles"), abdominal pain lower ("cramping"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain"), tooth loss ("tooth loss"), fibromyalgia ("fibromyalgia") and muscular weakness ("muscle and limb weakness"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, optic neuritis, depression, trigeminal neuralgia, eye pain, abdominal pain, menstruation irregular, abdominal pain lower, alopecia, migraine, weight increased, tooth loss, fibromyalgia and muscular weakness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, eye pain, fibromyalgia, genital haemorrhage, menstruation irregular, migraine, muscular weakness, optic neuritis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, tooth loss, trigeminal neuralgia, uterine haemorrhage and weight increased to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), systemic lupus erythematosus ('systemic lupus erythematosus / lupus'), rheumatoid arthritis ('rheumatoid arthritis') and optic neuritis ('optic neuritis') in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, fatigue, cyst, rheumatoid arthritis and trigeminal neuralgia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("unusual menstrual cycles") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), depression ("severe depression"), alopecia ("hair loss"), migraine ("migraines") and tooth loss ("tooth loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage ("excessive uterine bleeding"), genital haemorrhage ("unusual bleeding"), rheumatoid arthritis (seriousness criterion medically significant), trigeminal neuralgia ("trigeminal neuralgia"), eye pain ("eye pain"), muscular weakness ("muscle and limb weakness"), autoimmune disorder ("autoimmune diseases") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the uterine haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, optic neuritis, depression, trigeminal neuralgia, eye pain, alopecia, migraine, weight increased, tooth loss, fibromyalgia, muscular weakness, autoimmune disorder and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, depression, eye pain, fibromyalgia, genital haemorrhage, menstruation irregular, migraine, muscular weakness, optic neuritis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, tooth loss, trigeminal neuralgia, uterine haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event wad added- autoimmune diseases , vitamin d deficiency. Reporter added on 20-mar-2020: process with fu6. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.